Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (health effect impact code and investigation conclusion). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: defective printed circuit board.

Event description:
It was reported that there was no led display on the insufflation unit, the insufflator was turning on, but no display was found, and the front panel button would not operate. The issue occurred during inspection. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, olympus confirmed the reported event and found a defective printed circuit board, a definitive root cause of the faulty circuit board could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the display on the insufflation unit turns on intermittently and then goes off. This occurred during maintenance. There were no reports of patient involvement.